Manufacturer narrative:
Visual assessment of the passing pin confirmed the reported shedding. The passing pin is bent roughly mid-point of its length. The passing pin is scored at several places along its length. The bending of the passing pin caused it to come in contact with the guide during placement or the drill when over drilling. Dimensional assessment found the device met print specifications. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, a small piece of the guide wire may have broken inside the screw while inside the patient. No patient injury or complications were reported.